Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. Date of implant has been estimated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery (lad). An unknown absorb was implanted successfully. In mid (B)(6) 2017, approximately 2.5 years post procedure, the patient presented with angina. Angiography was performed and noted a clot formation at the ostium of the circumflex (cx) artery and some moderate restenosis was noted at the absorb scaffold site in the lad. The physician noted that the absorb scaffold seemed to have struts in the lm as the markers were still visible. An intravascular ultrasound (ivus) was performed which observed some part of the scaffold in the lm. The physician believes that the clot formation in the cx would be coming from the absorb struts found in the left main (lm) as the cx take-off is directly at the junction of the scaffolded lad and lm. It was then decided to stent the lm, lad and cx with metallic stents for treatment. There was a very good final outcome. Reportedly, the patient was compliant with their dual anti-platelet therapy consisting of plavix for more than 1 year. There has been no change to the patient's medication as the patient has been kept on plavix. There was no reported adverse patient sequelae or clinically significant delay in procedure. No additional information was provided.